Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was no longer inflating. During the replacement surgery, the physician found a hole in the tubing. A new inflatable penile prosthesis was implanted. No patient complications were reported.